Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system drawer was clicking and only opens when pulled. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was clicking. A field service engineer (fse) confirmed there was no hardware issue. The unit was placed on a countertop that was too small, causing the rear to hang off and affect operation. The fse lifted the unit back onto the counter and tested it successfully. The customer verified proper operation through the inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.